Event description:
As reported on (B)(6) 2013 by the user facility, "item did not work". On (B)(6) 2013, additional information was obtained from the user facility, item manager/logistics that "the needle broke off inside the patient and the physician had to remove the needle piece from the patient". No other harm or injury were reported due to this product problem.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.